Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+400 mg/dl). Customer declined any troubleshooting.